Manufacturer narrative:
Reported event: an event regarding incorrect selection involving a metal head was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: the device was returned for evaluation. Damage is consistent with explantation and time spent implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had both a primary and revision procedure because I was able to examine pre-revision and post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. In fact, after reviewing this case it appears that the event is not loosening of the acetabular component but rather malposition of the component, mismatch of the femoral head and polyethylene liner, and rather severe polyethylene wear. The causes of this event are multifactorial including surgical technique, especially in the fact that the acetabular component in my view does not appear to be loose but rather to be malposition. I would be happy to examine serial x-rays to see if there was any change in the position of the cup that would indicate loosening. There is no doubt that there was surgeon error in allowing a mismatch of the femoral head and the polyethylene liner. I believe it is a tribute to the crossfire polyethylene that it survived over 17 years without failure despite the mismatch. Of course whenever there is polyethylene wear one can also implicate patient lifestyle, bmi, and activity level as well as implant factors. However with the information provided. I would not necessarily assign causality to the implant itself due to the mismatch and malposition." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to pain. Intraop the it was found that it was found that inner diameter of the removed head was 22mm, which was different from inner diameter of the removed insert, 26mm. Surgeon also determined that the offset of the implanted head was too great a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had both a primary and revision procedure because I was able to examine pre-revision and post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. In fact, after reviewing this case it appears that the event is not loosening of the acetabular component but rather malposition of the component, mismatch of the femoral head and polyethylene liner, and rather severe polyethylene wear. The causes of this event are multifactorial including surgical technique, especially in the fact that the acetabular component in my view does not appear to be loose but rather to be malposition. I would be happy to examine serial x-rays to see if there was any change in the position of the cup that would indicate loosening. There is no doubt that there was surgeon error in allowing a mismatch of the femoral head and the polyethylene liner. I believe it is a tribute to the crossfire polyethylene that it survived over 17 years without failure despite the mismatch. Of course whenever there is polyethylene wear one can also implicate patient lifestyle, bmi, and activity level as well as implant factors. However, with the information provided. I would not necessarily assign causality to the implant itself due to the mismatch and malposition." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right tha was performed on (B)(6) 2007. The patient started going to the hospital several years ago due to pain of the surgery site. The doctor postponed the revision surgery because no osteolysis was detected while he found loosening of the cup. However, the patient complained of increased pain after she fell down, so on (B)(6) 2024, the revision surgery was performed to replace the devices (the cup, the insert, and the head) except the stem. When the doctor checked the removed devices, it was found that inner diameter of the removed head was 22mm, which was different from inner diameter of the removed insert, 26mm. The doctor requests the stryker to investigate wear location and wear depth of the insert because he suspects that the wear of the insert is one of the root cause of the cup loosening.

Event description:
Right tha was performed on (B)(6) 2007. The patient started going to the hospital several years ago due to pain of the surgery site. The doctor postponed the revision surgery because no osteolysis was detected while he found loosening of the cup. However, the patient complained of increased pain after she fell down, so on (B)(6) 2024, the revision surgery was performed to replace the devices (the cup, the insert, and the head) except the stem. When the doctor checked the removed devices, it was found that inner diameter of the removed head was 22mm, which was different from inner diameter of the removed insert, 26mm. The doctor requests the stryker to investigate wear location and wear depth of the insert because he suspects that the wear of the insert is one of the root cause of the cup loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.